Manufacturer narrative:
E1: reporter email was unavailable. Manufacturer's investigation conclusion: device thrombosis could not be conclusively confirmed through this investigation. The account reported that the pump flow was reading 0 lpm (liters per minute) on the system monitor and the patient's system controller was immediately exchanged. The submitted lvad (left ventricular assist device) event log file contained events spanning from 16oct2023 to 18oct2023. A decrease in pump flow was captured on (B)(6) 2023, with an increase seconds prior to the system controller exchange. Rotor noise events were captured at the time, as well as pi (pulsatility index) events and elevated pi values. Although this event appears consistent with something passing through the device, a specific root cause cannot be conclusively determined through the evaluation of the log files alone. No other notable events were captured. The pump appeared to have been operating as intended at the fixed speed while the driveline was connected to a system controller. The patient remains ongoing on heartmate 3 lvas (left ventricular assist system), serial number (B)(6) , and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use contains the following information: section 1 lists thromboembolism as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This section also explains that, in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 6 lists thromboembolism as a late post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. Information regarding recommended anticoagulation therapy and international normalized ratio range is also provided in this section. Section 7 outlines visual/audible alarms, as well as the recommended actions to resolve them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that although something may have momentarily passed through the pump, no treatment was performed.

Event description:
It was reported that the pump flow was confirmed to be 0 lpm on the system monitor and the patient was immediately changed to a backup controller. The log files recorded a significant reduction in the flow values on (B)(6) 2023 at 2204. The log files also contained rotor noise and motor instability during the multiple low flow events on (B)(6) 2023 at 2204 that indicated something might have passed through the pump momentarily. The momentary reset of the pump when the controller was exchanged might have cleared the material going through the pump. The system was able to maintain speeds until the driveline was disconnected at 2211. The left ventricular assist device (lvad) data parameters went back to normal values on the newly exchanged controller with no further low flow alarms. Based on the data, the device was operating as intended electronically and mechanically. The patient was asymptomatic. Related MFR # for the controller: 2916596-2023-07781.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.